Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/21/2009 that a customer had an issue with a dialysis catheter. Customer states a patient had a catheter fall out on (B) (6) 2009. Catheter that fell out was a right femoral catheter. This patient had the catheter replaced.